Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had protruded drive support cap. Customer stated that insulin pump was bumped and it had a physical damage. Customer stated that the drive support cap was protruded and they pushed it back in. Customer stated that they were changing infusion set and when they got to fill the tubing, it was starting to push the side of the insulin pump off. The reservoir cap was being pushed out of the pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.